Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two weeks ago the patient experienced a decrease in sound quality for a number of days. The sound quality came back and is currently at normal levels.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
In (B)(6) 2016, the patient experienced a decrease in sound quality for a number of days. The sound quality came back and was at normal levels. The patient was re-implanted.